Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis in fair condition. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The backup capacitor and the clock battery will be replaced.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed error 1720. The event occurred during calibration with no patient involvement.